Event description:
It was reported to hamilton medical ag, that: on (B)(6) 2026, a hamilton-t1 ventilator (pn 1610060 / sn (B)(6) and a breathing circuit set (pn unknown / ln unknown) passed pre-operational checks but failed to ventilate the patient scheduled for an MRI scan. Once connected to the patient for transfer, the patient was not able to expire and expiratory failure appeared on the ventilator. The patient was returned to a servo-I ventilator and didn't have issues with expiration. Ett checked, suctioned, chest auscultated and no issues found. Bilateral chest rise and fall noted. Tubing rechecked and connections checked. The patient was trialed again on the hamilton-t1 ventilator and the patient was again not able to expire. A second hamilton ventilator was prepared with new tubing and the patient could not expire. The patient had to be transferred to the MRI with a back-up servo-I, leading to an MRI scan delay. Patient involvement with medical intervention and no patient, user or third-party harm was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) investigation is ongoing.